Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was also treated with antibiotics (type not reported). It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.